Manufacturer narrative:
Concomitant products: 6996sq58 lead, implanted: (B)(6) 2010; 7121 lead, implanted: (B)(6) 2010; 5866-38m adaptor, implanted: (B)(6) 2003.

Event description:
It was reported that while the device was running a capture management test on the right ventricular (rv) lead, an inadequate safety margin on the rv lead resulted in significant pauses in rv pacing. The device capture management was programmed off, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.